Event description:
The event is reported as: the customer alleges air was leaking after the lma device was connected to the respirator. Customer checked the mask and found a breakage at the connecting site of the bite block. The reported defect was found during patient use. There was no reported harm to the patient.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.